Event description:
A diabetes educator call to report the pt was vomiting profusely so she decided to go to the hospital and upon arrival she was diagnosed with dka and her blood glucose was reading at 500 mg/dl. They treated her with insulin intravenously. She stays in the hospital for 3 days before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.